Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d4, d9, g3, g6, h1, h2, h3 and h6 this device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button 2 would not depress on a 6-12f mynx control venous vascular closure device (vcd) after the syringe was locked, vessel stabilized and the balloon was deflated. The user released the locked syringe and repeated "lsd" and button 2 would not depress. The balloon was deflated but not inside the white housing. The device was removed and another 6-12f mynx control venous vcd was used that also had trouble depressing button #2, bur eventually worked and hemostasis was achieved with a two minute hold. There was no reported patient injury. Button #1 was properly and completely activated before button #2 was attempted. The tension indicator displayed a ¿clock symbol¿ after button # 1 was depressed. The balloon was fully deflated (bubbles stopped moving and inflation indicator was completely down). The balloon was prepped with either 50/50 contrast, 100% saline or 100% contrast. Button #2 did not depress at all. There was no damage noted to the button. The balloon was not inverted. There was no suspicion that the balloon lost pressure prior to attempting balloon retraction. The device was used in an electrophysiology (ep) ablation case with a retrograde approach. An unknown cordis 7f avanti sheath was used. The femoral vein's suitability was not verified on venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The device was stored per the instructions for use (IFU). The user is being trained to the device. The device was inserted and attempted to be deployed per the instructions for use (IFU). Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button 2 would not depress on a 6-12f mynx control venous vascular closure device (vcd) after the syringe was locked, vessel stabilized and the balloon was deflated. The user released the locked syringe and repeated "lsd" and button 2 would not depress. The balloon was deflated but not inside the white housing. The device was removed and another unknown 6-12f mynx control venous vcd was used and hemostasis was achieved with a two minute hold. There was no reported patient injury. Button #1 was properly and completely activated before button #2 was attempted. The tension indicator displayed a ¿clock symbol¿ after button # 1 was depressed. The balloon was fully deflated (bubbles stopped moving and inflation indicator was completely down). The balloon was prepped with either 50/50 contrast, 100% saline or 100% contrast. Button #2 did not depress at all. There was no damage noted to the button. The balloon was not inverted. There was no suspicion that the balloon lost pressure prior to attempting balloon retraction. The device was used in an electrophysiology (ep) ablation case with a retrograde approach. An unknown cordis 7f avanti sheath was used. The femoral vein's suitability was not verified on venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The device was stored per the instructions for use (IFU). The user is being trained to the device. The device was inserted and attempted to be deployed per the instructions for use (IFU). Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, button 2 would not depress on a 6-12f mynx control venous vascular closure device (vcd) after the syringe was locked, the vessel stabilized, and the balloon deflated. The user released the locked syringe and repeated the lock/stabilize/deflate (lsd) procedure, but button 2 still would not depress. The balloon was deflated but not inside the white housing. The device was removed, and another 6-12f mynx control venous vcd was used. This device also had trouble depressing button 2, but it eventually worked, and hemostasis was achieved with a two-minute hold. There was no reported patient injury. Button 1 was properly and completely activated before button 2 was attempted. The tension indicator displayed a ¿clock symbol¿ after button 1 was depressed. The balloon was fully deflated (bubbles stopped moving, and the inflation indicator was completely down). The balloon was prepped with either 50/50 contrast, 100% saline, or 100% contrast. Button 2 did not depress at all. There was no damage noted to the button. The balloon was not inverted, and there was no suspicion that the balloon lost pressure prior to attempting balloon retraction. The device was used in an electrophysiology (ep) ablation case with a retrograde approach. An unknown cordis 7f avanti sheath was used. The femoral vein¿s suitability was not verified on venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity or presence of calcium in the vicinity of the puncture site. The device was stored per the instructions for use (IFU). The user is being trained on the device. The device was inserted and attempted to be deployed per the IFU. Additional information was requested but not provided. Two non-sterile mynx control venous vcds involved in the reported complaints were returned for investigation. Visual inspection of the first device showed that button 1 was fully depressed, while button 2 was not. The stopcock was found open with a syringe attached to the unit. The sealant was no longer in its manufactured position, nor mounted on the device as expected due to the activation of the deployment system (button 1 fully depressed). The balloon was not retracted as expected because button 2 was not depressed. Additionally, there was no procedural sheath with the device. A functional deployment test could not be performed completely as the unit was already partially deployed, with button 1 fully depressed. However, a complete depression of button 2 was performed, resulting in the retraction of the balloon. During the functional evaluation, no resistance or actuation difficulty was noted on button depression. The reported events of ¿button #2-frozen/locked¿ against the first device, and ¿button #2-actuation difficulty¿ against the second device, were not confirmed through analysis as button #2 of both devices were able to be fully depressed to retract the balloon without any resistance or difficulty noted. The exact cause of the issues experienced could not be conclusively determined during analysis of the returned devices. Based on the information available for review, it is difficult to determine what factors may have contributed to the reported issues depressing button #2 of the mynx control venous devices, especially since there were no anomalies noted during functional analysis. However, access site factors (vein¿s suitability was reportedly not confirmed through venotomy, including the insertion angle), contrast media/saline ratio factors (ratio was unknown, but possible 100% contrast), and/or handling factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation, it notes, ¿do not use 100% contrast solution as this will impact balloon inflation / deflation.¿ the IFU also instructs during step 3: remove device, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted that viscous contrast solution might cause a difficulty to inflate/deflate balloon and/or delay the balloon¿s inflation/deflation time, which can result in difficulties depressing button #2 and retracting the balloon into the device. Neither the product analyses, nor the information available for review suggest that the reported issues experienced could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.